Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 1822565-2017-02158.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Customer has not indicated whether or not the product will be returned for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
A patient who underwent a knee arthroplasty and has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.